Event description:
Patient reported experiencing a display concern. Patient stated sometimes when she has to set a bolus the display starts to show different screens (menu screens) automatically. Patient reported the buttons are blocked and she has to wait several minutes before being able to set it. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.